Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was hot to the touch while charging using the tandem-provided usb cable and wall adapter. There was no adverse impact to the customer's blood glucose (bg) level. The customer continued to use the pump for insulin therapy.